Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of half height cubie drawer 2-1 was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4) the fse reported that half height cubie drawer 2-1 on the main was failing, cubie pockets with read/write error message. The fse reseated the row board cable and ribbon cable and replaced the retractor band. Finally, the fse ran a final test in the drawer in hardware test application. The report was closed. During dchu visual inspection: pn 353844-01: was observed a short between adjacent copper strands. During dchu testing: pn 353844-01: dchu testing was not required due to the thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of a drawer failure was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the half height cubie drawer 2-1 failed. As per part investigation, it was determined that there was thermal damage observed due to a short between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.